Event description:
During the implantation procedure of the device on (B)(6) 2010, a vf could not be induced with a shock on t wave. A second induction was then performed successfully using 30 hz pacing. Nevertheless, it seems the arrhythmia could be reduced after several shocks were delivered by the device; saved data indicated 18 shocks were delivered by the device. Additionally, the reports printed at two different times that day were showing different information regarding the number of shocks delivered. During a follow up performed on (B)(6) 2010, the programmer displayed a message about an invalid date. Nevertheless, device follow-up could be performed normally. Explanations about these behaviors were requested.

Manufacturer narrative:
On (B)(4) 2010: this event concerns a device that was manufactured and used outside the united states. Analysis is pending.